Manufacturer narrative:
Block b3: exact date unknown, event occurred for the past three years.

Event description:
It was reported that the patients ipg was no longer holding a charge. It was also noted that the patient felt uncomfortable with the pocket site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was disposed of by the medical facility.